Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m160774 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot m160774 and test base part number 190-430 / lot m160774.the lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m160774 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were not provided. However, a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Please see MFR. Report: 1221359-2021-03683, 1221359-2021-03684 and 1221359-2021-03685.

Event description:
The customer reported (3) three false positive results with the ID now covid-19 assay performed on unknown swab samples with two lot numbers (lot. M160774. And lot m162544) . This MFR. Report addresses results 1 of 3. The customer reported that the patient took the ID now covid-19 assay and contained a positive result. Pcr confirmation testing was performed and a negative result was obtained. No additional patient information, including treatment and outcome, was provided.